Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. On (B)(6) 2018, the lead was capped and replaced. The patient tolerated the procedure well and no complications were observed.

Event description:
New info received indicated that the high capture thresholds were first noted on (B)(4) 2009.